Manufacturer narrative:
Product analysis: analysis could not confirm that the stylus port was faulty or any stylus issue. Analysis was able to confirm power cord bay door complaint, the power cord bay door latches were broken. Analysis also noted that the keyboard area and the internal compartment of the programmer were contaminated with a foreign material, the programmer was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus connection port seemed to be faulty; multiple styluses were connected but none fully worked. The cord storage door also needed to be replaced. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.